Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 26, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found no issues with the cartridge, lens module, handpiece, or plunger rod were observed. The complaint lens was observed to be cut with a piece of the lens missing. The lens was removed from the tape it was receive on and was covered in tape residue. No foreign matter could be identified through the tape residue. Due to the complaint stating that the particle is embedded inside the lens, the lens was cleaned, as cleaning the lens would not remove an embedded particle. The lens was further inspected over a black and white background and scratches on the surface of the lens were observed. No foreign matter was observed to be embedded in the lens. No further issues were identified and no further evaluation was performed. The complaint issue foreign material - loose was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter last name: information unknown/not provided. Section e1: email address: unknown/ not provided. Section e1: telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor saw something embedded inside near the center of the optics. There was incision enlargement, removal and replacement of the lens from the eye. There was replacement lens. There was no patient injuries, no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Correction report: this report was inadvertently submitted, hence this correction is being filed to indicate that the MDR report should not be filed for this product complaint. The product, puresee iol, is not approved in the USA and has no same or similar to a product approved by FDA. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.